Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was clogged. The following information was provided by the initial reporter: there was an issue priming the device due to a back check valve issue.

Manufacturer narrative:
H6: investigation summary one sample (model #2420-0500) was returned by the customer. It was reported that the tubing set would not prime. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attempted to be primed, however it was unsuccessful. The top smartsite was attempted to be flushed. Fluid traveled through the pumping segment, but was then met with resistance. There appeared to be an occlusion at the junction after the pumping segment. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. We will continue to track this issue and watch for any emerging trends. The manufacturer was able to confirm the failure. The investigation determined the root cause to be that manufacturing equipment did not have the correct bushing or the correct pin for the set, and that the tubing was in poor condition. Corrective and preventative actions were implemented; kanban trolleys were implemented for the tubing to mitigate its deformation, an alert was created to verify the trend in bushing and workstation failure, and a notification was sent to personnel regarding the complaint to reinforce verifying that the equipment has the correct bushing and pin prior to starting production. A device history record review for model 2420-0500 lot number 21073005 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd alaris pump module smartsite infusion set was clogged. The following information was provided by the initial reporter: there was an issue priming the device due to a back check valve issue.